Manufacturer narrative:
Qn# (B)(4). Corrected data:brand name updated to arrow cvc kit: 3-l 12fr x 20 cm. Catalog number updated to de-15123-dn. Lot # updated to 71f18c0660. The customer did not return a complaint sample; however, they supplied a photo showing an introducer needle. Visual analysis revealed that the introducer needle hub contained a crack. Biological material was also observed. From this, it can be determined that the needle hub design likely caused or contributed to this event. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer reported that "when attempting to place a cvc into the jugular vein - it was noted that air was aspirated - no blood was aspirated. Initially, it was assumed that the patient had suffered a pneumothorax; therefore, the patient was x-rayed and no pneumothorax detected. Then the needle was visually inspected, and a crack hole was noted in plastic hub. There was a significant delay in placing the cvc due to the reported issue. However, it was confirmed that there was no harm or injury reported to the patient. Further details are not available and not able to obtain."

Manufacturer narrative:
(B)(4).

Event description:
Customer reported that "when attempting to place a cvc into the jugular vein - it was noted that air was aspirated - no blood was aspirated. Initially, it was assumed that the patient had suffered a pneumothorax; therefore, the patient was x-rayed and no pneumothorax detected. Then the needle was visually inspected, and a crack/hole was noted in plastic hub. There was a significant delay in placing the cvc due to the reported issue. However, it was confirmed that there was no harm or injury reported to the patient. Further details are not available and not able to obtain."